Manufacturer narrative:
The biomedical engineer (bme) reported that there was intermittent signal loss of 4 telemetry transmitters being monitored on the central nurse's station (cns). The customer stated that the issue was with the antenna / attenuators that is used with the telemetry transmitters. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the 4 telemetry transmitters and the org multiple patient receiver were being used in conjunction with the cns, but the customer did not provide the model and serial number of those devices.

Event description:
The biomedical engineer (bme) reported that there was intermittent signal loss of 4 telemetry transmitters being monitored on the central nurse's station (cns). The customer stated that the issue was with the antenna / attenuators that is used with the telemetry transmitters. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that 4 telemetry transmitters were showing intermittent signal loss at the central nurse's station (cns). The customer stated that the issue was with the antenna and attenuators used with the telemetry transmitters. No patient harm or injury was reported. Service requested / performed: evaluation / repair. Investigation summary: the root cause is related to the antenna system as reported by the customer. All nk devices involved in this event were found to be working as expected. The customer was sent attenuators to address a high noise floor, but they were not installed as the issue of signal loss was resolved by addressing one of the customer's antennas. No further issues have been reported relating to signal loss for the reported device.

Event description:
The biomedical engineer (bme) reported that there was intermittent signal loss of 4 telemetry transmitters being monitored on the central nurse's station (cns). The customer stated that the issue was with the attenna / attenuators that is used with the telemetry transmitters. No patient harm reported.